Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator indicating that the therapy test failed. There was reportedly no patient involvement. The fse worked with the customer. It was determined that this was a malfunction of the high voltage capacitor, which needs to be replaced. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the high voltage capacitor. The reported problem was confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The philips representative identified the high voltage capacitor as the malfunctioning part, and a replacement was provided. The device will be validated by the customer. The device remains at the customer site.